Manufacturer narrative:
Concomitant product ID 9735788, lot number: unknown and product ID 9735771, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system shut down during a case. They were unsure which part of the system shut down. They were able to finish the surgery, but the system shut down a total of three times during the one case. They left the system on for 20 minutes and didn't notice anything unusual and the system functioned. They unplugged it from the wall power, and the system remained functioning. The self-test indicated that the main battery was at 98% and the camera battery at 85%. However, while the system was plugged into wall power, the camera battery percentage crept down to 80% and then to 75%. When they unplugged it, the system immediately warned that it was going to shut down after 60 seconds. They let the system reach 0:00 and both carts went through the shut down sequence. Booting the system to self-test showed that the camera battery was at 100%. There was no impact on the patient's outcome.

Manufacturer narrative:
H3, h6: the system was serviced in the field and the hardware parts were replaced. B01, c13, and d02 are applicable. Product: 9735788, lot number: 17470100 was received by the manufacturer for analysis. The uninterruptible power supply (ups) was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. No failure was found. B01, c19, and d14 are applicable. Product 9735771, lot number: 1751 was received by the manufacturer for analysis. The battery was tested (25.13v) with a known good ups for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programed. No failure was found. B01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was a 5 minute delay to re-register the instruments.